Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be the air detector sensor, however this cannot be confirmed as no product was returned for investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. If the product is returned this complaint will be reopened for further investigation. G1, email address: (B)(6).

Event description:
It was reported the device exhibited "air in line" alarm, res vol 77.3 ml, air in line alarm acknowledged. Tubing clamped, attempted to remove cassette for further trouble shooting, pump locked. Pump gently tapped of firm surface, attempted to restart pump, alarm continues. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.